Event description:
It was reported that the patient expired. The primary cause of death was acute myocardial infarction. The secondary causes of death were acute on chronic systolic congestive heart failure and coronary artery disease. There is no known allegation from a health professional that suggests the death was related to the device.

Manufacturer narrative:
Analysis was normal. No anomalies were found.